Manufacturer narrative:
During a onsite visit the fse (field service engineer) fixed the issue. The overlay was moved. Customer moved the position of the microscope by adjusting the eyepieces. This was also detected by the ablation test. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A physician reported a decentered flap during a lasik procedure. Suction one and two was completed smoothly. Laser shots were started. Flap position moved to the right one to two millimeters to the right than planned. Surgery was completed without any other problems. No patient harm was reported.